Manufacturer narrative:
Update to h6 (type of investigation, investigation findings, investigation conclusions) and h10 to reflect device evaluation. The sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imaging was provided and revealed deformation of the thv in the mitral position caused by inflation of thv in the aortic position. The commander delivery system with s3/s3u/s3ur IFU and procedure training manual were reviewed for instructions and guidance. The procedure training manual provides guidance on thv deployment. Check to ensure that the thv is exactly between the valve alignment markers, flex tip is on the triple marker and the balloon lock is locked. Perform thv deployment, unlock the inflation device, initiate rapid pacing, confirm placement of center marker within optimal initial center marker zone, begin initial deployment with a slow controlled inflation and fully inflate and hold for 3 seconds to ensure complete deployment. Sow inflation during initial deployment may help with stability of the delivery system and thv during deployment. If considered, reposition only at the very early stage of deployment, do not exceed 20 seconds for inflation and deflation of the delivery system, always maintain control of the plunger of inflation device when releasing it and never lock the inflation device during bav or thv deployment. Based on the review, no IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for valve damage was confirmed based on medical record. Review of the DHR, lot history, complaint history review provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. As reported, 'an attempt was made to implant a non-edwards transcatheter heart valve (tavr) into a failed surgical mechanical valve after fracturing the surgical valve, the non-edwards tavr embolized. A decision was made to implant a 20mm sapien 3 ultra resilia valve. Unfortunately, the patient expired. Upon review of medical records, during deployment of the s3ur in the aortic position, the s3 tmvr cage became deformed'. Per the IFU, 'patients with pre-existing mitral valve devices should be carefully evaluated before implantation of the thv to ensure proper thv positioning and deployment.' Imagery from the presentation reveals the deformation of frame of the mitral thv - during thv deployment in the aortic position, delivery system balloon interacted with the pre-existing thv in mitral position resulting in the deformation of the mitral thv. In this case, available information suggests that procedural factors (balloon inflation) may have contributed the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no product risk assessment no corrective or preventative action is required at this time.

Manufacturer narrative:
The investigation is ongoing. This report is 2 of 2 being submitted for this complaint. Reference mfg. Report no. 2015691-2023-13031. H3 other text : valve remains implanted in patient.

Event description:
During deployment of the sapien 3 ultra in the aortic position, the sapien 3 transcatheter mitral valve (tmvr) cage became deformed during balloon inflation in the lvot. The event is being captured for valve damage of the existing sapien 3 mitral valve. As reported by the edwards regional director, an attempt was made to implant a non-edwards transcatheter heart valve (tavr) into a failed surgical mechanical valve after fracturing the surgical valve, the non-edwards (evolut) tavr embolized. A decision was made to implant a 20mm sapien 3 ultra resilia valve. Unfortunately, the patient expired. Upon review of medical records, during deployment of the s3ur in the aortic position, the s3 tmvr cage became deformed. The patient presented to the cath lab in critical condition with an lvad in place. Due to the lack of surgical options to correct the thrombosis of her mechanical valve, a salvage valve-in-valve (viv) tavr with balloon destruction of the mechanical valve was attempted. Fluoroscopic assessment of the patient's mechanical valve revealed it to be frozen. The valve was unable to be crossed in a retrograde manner, so a transapical approach was chosen. Transcaval and transapical access were obtained with non-ew devices. The first tavr attempt with a medtronic evolut valve was unsuccessful as the valve embolized. The second tavr attempt with an s3ur valve was successful, however, during balloon inflation the previously implanted edwards transcatheter mitral valve replacement (tmvr) cage became deformed during balloon inflation in the lvot. Angiogram demonstrated resolution of the aortic regurgitation with flow to both coronary arteries. The patient was medically treated. Catheters were withdrawn, an amplatzer vascular plug (avp) was deployed to the lv apex which appeared to have good seal. A second plug was deployed at the transcaval site which appeared to have good seal. The patient became hypotensive, and bleeding was suspected at the transcaval access site (non-ew sheath), and a covered stent was deployed. An echo (tee) then indicated that there was a large posterior-apical effusion, most likely related to transapical access with a non-ew sheath. A drain was placed, but blood could not be withdrawn, and the patient suffered cardiac arrest and subsequently expired despite CPR. Further attempts were aborted. The official cause of death is unknown; however, it is likely the patient expired from cardiac tamponade secondary to bleeding at the transapical access site with a non-ew sheath and bleeding at the transcaval access site with a non-ew sheath (amongst many factors), vast comorbidities, and advanced age. During the procedure, surgical options were discussed. However, given the patient's advanced cariogenic shock, cardiomyopathy, and comorbidities, the patient was deemed inoperable. Patient's family was made aware of the poor prognosis with the unlikely chance of recovery.